Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately seven years and two months post index procedure, a CT revealed that the talent bifurcate stent graft had migrated distally and a type ia endoleak was noted. The talent bifurcate stent graft measured 24 mm in diameter and the proximal aortic neck now measured 30 mm in diameter. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.